Manufacturer narrative:
Approximate age of device: 1 year, 9 months. The explanted device was returned for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found down at home. The patient was taken to the hospital where it was determined that the patient had suffered a hemorrhagic stroke with a poor prognosis. The patient did not have any abnormal laboratory values and the blood pressure was within normal limits. The patient was treated with aspirin. The patient expired on (B)(6) 2015 with the cause of death reported as hemorrhagic stroke. The surgeon did not believe the event was device related.

Manufacturer narrative:
A correlation between the patient¿s reported hemorrhagic stroke and the findings during the evaluation of the device could not be determined. The device was returned assembled with the percutaneous lead (lead) cut approximately 3 inches from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were returned attached to the pump¿s outlet port. Evaluation of the device upon disassembly revealed no depositions that would have contributed to a functional issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.